Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological surgery on (B)(6)2003 and the mesh was implanted. The patient developed pain when urinating, overactive bladder and urge incontinence and microscopic blood in the urine. It was also reported that the patient was referred in 2016 after a few years of symptoms. Endoscopy revealed mesh eroded into the left side of bladder. On (B)(6)2016 the patient underwent a ga cystoscopy and endoscopic laser excision of mesh from within bladder lumen. All visible mesh was removed. The patient 's symptoms resolved. Additional information will be requested.